Event description:
It was reported that "dr. (B)(6) wanted to remove a bone screw from a hybrid plate. The screw was locked beneath the gold ring and he first used the revision driver and broke the inner shaft (B)(4). He then asked for the next option and he bent the shaft of (B)(4). Both seemed to be user error. It was his first time using either."

Manufacturer narrative:
(Method) - complaint history, analysis, manufacturing record review, risk assessment, visual inspection. (Results) - there have been 65 total complaints related to draw rod tip deformation; those investigations concluded that user-error lead to the failures. While reviewing the manufacturing file, no deviations were noted from this device's batch. While inspecting the draw rod the tip was confirmed broken, the tip was not returned. The surgery was completed successfully. The draw rod is made of implant grade biocompatible steel to mitigate risks in case the tip breaks. (Conclusion) - previous instrument failures have occurred due to user-error and it is believed that is the case here as well. The surgical technique states that pivoting or angulation of the instrument must be avoided as it can lead to breaking of the inner shaft.